Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Nonstructural valve dysfunction nsvd is any abnormality not intrinsic to the valve itself that results in stenosis, regurgitation, or hemolysis of the operated valve. The term nonstructural dysfunction refers to problems that do not directly involve valve components yet results in dysfunction of the prosthetic valve. Such as, entrapment by pannus, tissue, or suture; paravalvular leak; malposition; obstruction; patient prosthesis mismatch; coronary ostial obstruction; hemolytic anemia; and technical errors. The root cause of this event was determined to be due to patient related factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. In addition, other patient risk factors such as the patient's younger age at implant may have contributed to this event. Due to the patient's age at the time of implant, congenital issues, and implant location of the valve, the most likely cause of regurgitation and stenosis is patient factors. Although the surgeon indicates 'this somewhat an early valve failure,' there is no evidence to suggest a malfunction which could be related to a manufacturing non-conformance. Additionally, there is no evidence of product failure with regard to design, reliability, or use error. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections b5, b7, h6 (health effect - clinical code).

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration four (4) years, three (3) months due to severe pulmonary regurgitation and moderate pulmonary stenosis. The patient presented with increased dyspnea on exertion and nyha class 3. The tpvr was performed with a 23mm 9750tfx transcatheter valve successfully without complications. The physician has considered this somewhat an early valve failure.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration four (4) years, three (3) months due to severe pulmonary regurgitation and pulmonary stenosis. The tpvr was performed with a 23mm 9750tfx transcatheter valve successfully without complications. The physician has considered this somewhat an early valve failure.